Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see MFR report number 30022227-2010-80816 for the report under the transmitter.

Event description:
The customer called to report that he was hospitalized for low blood glucose levels, with a reading of 23 mg/dl. Prior to being hospitalized, the paramedics had been to the customer's work place twice, due to low blood glucose levels of 23 and 25 mg/dl. The customer had calibrated the sensor properly throughout the day, but did not get any low alarms due to rapidly falling blood glucose levels. Troubleshooting was performed, and the test plug procedure passed. Nothing further was reported.